Manufacturer narrative:
One adjustable flange tracheostomy tube was returned for analysis in used condition. Visual inspection revealed no discrepancies. Inflation test performed on the sample and a cuff leak was observed. A cuff tear was noted after further examination. Based on the evidence, the complaint was confirmed with most probably cause being user interface.

Event description:
Information was received indicating that three weeks following placement of a smiths medical portex® uniperc® adjustable flange tracheostomy tube the cuff was reported to be not maintaining pressure. Air was added to the cuff but the following day, the cuff had deflated causing the patient's oxygen saturation decline. Subsequently, a trach tube change out was performed and the patient recovered. There were no further reported adverse effects.